Event description:
It was reported that customer received minimum fill notification while attempting to load new cartridge. There was no adverse impact to the customer's blood glucose level. Customer loaded second cartridge that worked properly, and no further assistance was needed from technical support.